Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the homechoice cycler was not being used at the time of the patient¿s death and that the patient was not on peritoneal dialysis at the time of his death. It was not reported what date the patient discontinued pd therapy. Additional information: evaluation summary: the device was received for evaluation. A review of the device service data revealed there is no previous service history for this device. A review of the device history record and the event history log was performed. Upon performing these reviews, no issues were found that would indicate or contribute to the reported event. The device passed functional testing and electrical testing. An external & internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully. The evaluation did not identify any failure, malfunction or iipv (increased intraperitoneal volume) event that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.